Event description:
It was reported that the patient¿s freestyle libre 3 plus sensor showed ¿sensor in use by another device,¿ prompting replacement and guided setup through the ilet mobile app, with blood glucose reported as unaffected and troubleshooting and education completed for cgm signal loss. Symptoms included no reported hypoglycemia or hyperglycemia. Outcomes included successful restoration of cgm use. Investigation included remote troubleshooting and education to resolve the pairing and signal loss. Investigation of this case revealed a connectivity and pairing conflict consistent with cgm signal loss when a sensor is associated with a non-ilet device. It was concluded, based on previously established findings for similar reports, that user-device pairing to a non-ilet application caused the cgm communication issue, which was resolved by replacing and pairing the sensor to ilet.

Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.